Event description:
Follow-up information was received on (B)(6)2021: it was confirmed that the event was localized on the right piriformis fossa. As reported, a more specific diagnosis was not available, just the clinic. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular involvement (pt: vascular complication associated with device), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number a00010420 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse®, into the mid face and nasolabial folds, on (B)(6) 2021. Batch number was reported as a00010420 (expiry date: 02/2023). A lot search in the global safety database was conducted. The patient was injected with 4 injection points into the mid face and with 1 injection point into the nasolabial folds. On (B)(6) 2021, two days after the treatment with radiesse®, the patient experienced pain and swelling in the treated area. The outcome of the events was unknown. Follow-up information was received on 16-jun-2021: the events inflammation, product preparation issue and off label use of device were added. The events swelling and pain were deleted. The patient's year of birth and age were provided. The patient was a (B)(6)-year-old female patient. She was injected supra periosteal, with a total of 1.5 ml of radiesse®, into the middle third, for volumetric replenishment. She was injected with 0.7 ml into 5 injection points on the right side and with 0.8 ml into 5 injection points on the left side. Radiesse® was diluted with 0.4 ml of lidocaine (product preparation issue, off label use of device). Needle used for injection was a 28 g. The patient was previously injected with hyaluronic acid, into the lips. The patient's medical history and concomitant medication were reported as none. She had no disposition to lymph drainage problems, no allergies or surgical interventions in the past. In (B)(6) 2021, after the treatment with radiesse®, the patient experienced a mild inflammation, which was normal after the treatment (as reported). On (B)(6) 2021, four days after the treatment, the patient went to the clinic with moderate inflammation and intense pain. Corrective treatment included prednisone, aspirin, ciprofloxacin and clexane, thinking in a possible vascular involvement. Antibiotic treatment was prescribed for prophylaxis. Once the treatment was started, the medical condition subsided within hours. On the following day, the patient felt no pain at all, and the inflammation subsided. In (B)(6) 2021, after 3 days and for one week, the physician monitored the patient, who had a very favorable evolution until the day of this report. The treatment was maintained for a week. The patient was not hospitalized. The outcome of the event was reported as resolved, in (B)(6) 2021. In the opinion of the reporter, event was of moderate intensity, not life-threatening, not permanent and related to radiesse®, but not to the incorporated local anaesthetic. Follow-up information was received on 28-jun-2021: this case was upgraded to serious. The event inflammation was amended to vascular involvement, the coding was changed from injection site inflammation to vascular complication associated with device. As reported, the final diagnosis of vascular involvement was made and confirmed by the physician. The outcome of the event was left unchanged. In the opinion of the report, corrective treatment was necessary to prevent permanent damage.